Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during an unk procedure. According to the complainant, the balloon was faulty. Attempts for follow-up have been unsuccessful.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.